Manufacturer narrative:
Date of report: 27dec2018. Date of manufacturer: 26dec2018.

Manufacturer narrative:
On (B)(6) 2018. On (B)(6) 2018. A follow-up report will be submitted once the investigation has been completed.

Event description:
The customer reported cooling fan not running. The device was not in use at the time of the reported event; therefore, there was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report : 03jan2019. Date rec¿d by MFR : 26dec2018. The manufacturer¿s technical services (ts) confirmed the reported issue. The customer was provided with the part number for a new cooling fan and replaced the defective cooling fan to address the reported problem. Part was not returned to fi. The root cause cannot be determined until the device is returned and investigated. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.